Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2019 for diabetic ketoacidosis. Prior to the hospitalization, the customer had apparently fallen and hit their head. There was no pump activity since (B)(6) 2019, when the customer could have possibly sustained their injury. The most recent infusion set change was on (B)(6) 2019. When the customer was admitted to the hospital, their blood glucose was 480 mg/dl. No further details were provided regarding the symptoms or treatments of the hyperglycemia. Troubleshooting did not occur. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test. Device was unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Device uploaded properly using care link. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.